Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen sustained a fracture after the user likely bumped the device against a surface; the screen remained functional but displayed a deep crack, and the user planned to continue using the pump and return it for replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen that resulted in a fracture of the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.